Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 5.1 cm abdominal aortic aneurysm. It was reported that CT imaging discovered that the limb implanted in the left common iliac artery had migrated up into the aneurysm. This resulted in a type ib endoleak. It was noted that the aneurysm size had shrunk to 46mm from 51 mm since implant. Two additional endurant limbs were implanted. The original limb was relined from the flow divider of the main body and extended to the bifurcation of the internal and external iliac arteries. This reportedly resolved the event. The physician sated that the cause of the event could not be determined. No additional clinical sequelae were reported and the patient is fine.